Manufacturer narrative:
Communication was initiated with dr. (B)(6) following their report to address any questions. Device is still implanted and no follow up procedures are scheduled at this time. Updates to the patient condition, if available, will be captured in a follow-up report. The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. Serial and lot number was reported to be (B)(4) and m0921, which do not match production records of the device model. Serial numbers begin with "g", which may have been confused for the number "6"; the adjusted serial number (B)(4) could be attributed to n0921, which closely resembles the reported lot m0921, and matches the reported device model. The initial reporter was contacted to confirm the serial and lot number however, they did not respond. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was not explanted and could not be evaluated. The issue of low iop could not be confirmed.

Event description:
Doctor reported, "... Implanted an fp-7 that has migrated and caused conjunctival erosion. The patient is hypotonous with choroidals and is about 3 months out of surgery."